Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy surgical procedure. The surgery center indicated the chamber collapse and the lens was aspirated. The surgery center indicated the anterior chamber collapse occurred in phaco, but phaco finished without noticing posterior capsule breakage. It is unknown whether it broke at the time of anterior chamber collapse, or whether it had broken before it. After that surgeon noticed a broken bladder at the time of irrigation and aspiration segment, but sudden removal with bladder because the bladder was erroneously aspirated and the zonules were broken. A vitrectomy procedure was performed. The wound was expanded to about 2.8 mm to 4.0 mm and the iol was sutured to the ciliary body. This report is for the tubing pack. A separate report will be submitted for the phacofragmentation unit.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 05/03/2018. Device returned to manufacturer? Yes device evaluation: the opo71 tubing pack lot# 60087370 was returned within its original packaging. A visual inspection of the returned device did not reveal any damage to the cassette, tubing lines, or luer fittings, and all parts were assembled correctly. Prime, irrigation, and aspiration tests were performed and all results were within specification. The reported aspiration issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60087370. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.